Event description:
Ous MDR. It was reported to us that the ICD had been implanted in another country, in 2008. In early 2008, the pt presented with a sepsis. After the pt had been stabilized on the intensive-care ward, he was moved to another facility. There, the ICD and the lead were removed. The pt was then transferred to the cardiology dept. The pt died there. The ICD and the lead are not available for analysis.

Manufacturer narrative:
Ous MDR. The ICD and the lead were not returned for an analysis. Thus, the analysis is based on the existing production documents. The sterilization of these products was checked. The biotronik sterilization protocols confirmed proper sterilization. The sterilization parameters, such as gas concentration, temperature, humidity, among others, were within the specified values. This was also confirmed by microbiological indicators, which proved a successful sterilization. In summary, the mfg documents proof a sterilization conforming to the specs. The infection was not caused by the medical products.